Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure on (B)(6) 2022, a dissection was noted in the left common carotid artery and another dissection was noted in the internal carotid artery. The physician elected to treat the dissections with two unplanned stents, and the procedure was completed.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure on (B)(6) 2022, a dissection was noted in the left common carotid artery and another dissection was noted in the internal carotid artery. The physician elected to treat the dissections with two unplanned stents, and the procedure was completed.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.